Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens device evaluation: returned product evaluation found lens was returned in liquid, in a lens vial. Visual inspection found the optic torn and clear residue on lens. Work order search: no similar claims were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a cq2015a, +15.0 diopter, three piece collamer lens was implanted and explanted during the same surgery due to a nick in the optic. The nick occurred during the loading process due to the user not using the optimal type of forceps for this type of lens. The reporter stated this was the first time the user was performing a procedure for this type of lens. There was no enlargement of the incision and no sutures needed.